Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted during testing. Unit was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer reported that the display would not return. The customer reported cracks below the battery compartment. The insulin pump will be returned for analysis.